Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s buttons were sticking and not responding right away and the screen had a scratch with a foggy area on the right side over the battery icon display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had rejected new batteries in the past, and recently new battery put into insulin pump but got low battery alert and recently during rewind, customer had to remove some insulin from the reservoir to get the piston to fit in place all the way. The insulin pump will not be returned for analysis.